Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the rpm's were in specification but erratic and noisy, the control bar was not in the correct position and damaged, the unit was out of calibration and multiple components were worn. The machined head, neck, swivel, control bar, lever, reciprocating arm, motor, width plates, bearings, shafts, cams, pooppet assembly, spring seal, throttle and gears needed to be replaced.; however, the repair was not completed because the account wanted the unit to be scrapped. Devices are used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed

Event description:
It was reported that upon inspection this unit was found in need of repair. The device was sent in for preventative maintenance only; therefore, there was no patient involvement. Upon completion of the investigation, it was discovered that the device rpms were erratic. No adverse events were reported as a result of this malfunction.